Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had error 255-32784-275 while connecting the unit to system maintenance program without ac power. No patient involvement.

Event description:
It was reported that the device had error 255-32784-275 while connecting the unit to system maintenance program without ac power. No patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 error 255-32784-275. 1. Ensure the 8015 is connected to ac power prior to connecting to system maintenance. 2. Return module to the factory. Instructed kim to connect power cord before initiating connection with system maintenance program. Kim did so and the error went away. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/07/2010 to the present date 1/19/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - instructed kim to connect power cord before initiating connection with system maintenance program. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.